Event description:
It was reported that the right atrial (ra) exhibited loss of capture. Fluoroscopy confirmed the ra lead had dislodged. The physician elected to explant and replace the ra lead. The patient was stable following the procedure.